Event description:
Pt is 46 yr old female. Pt admitted with generalized weakness with severe cardiac disease related to mitral insufficiency and severe tineapedis and cruris. On 8/11/1999 pt's omniflow was infusing ns at 20 cc/hr, and a dopamine drip at 4.5 cc/hr. When checked, it was found that pump had spontaneously shut off. Pt's blood pressure had decreased from 86/59 to 66/48. Another pump was obtained and put into operation with no further complications.